Event description:
Mild neurapraxia, manifested as mild drooping of the left lower lip, following treatment with facetite and morpheus8.

Manufacturer narrative:
The doctor declined technical inspection of the device stating, "the device works fine". Causal relationship of morpheus8 to the reported neurapraxia was refuted due to the non-invasive and fractional mechanism of action of morpheus8 and attributed to the facetite device. Neurapraxia of the facial nerve branches is a known risk of the rfal technology due to its invasive nature. The investigation attributed the reported case to the user working in the "no fly zone" in proximity to marginal mandibular branch of the facial nerve. The treatment parameters utilized by the doctor were very aggressive, not congruent with the IFU and exceeded the recommended protocol (internal temperature too high, applying energy not upon withdrawal, total energy per zone too high). This further contributed to the reported neurapraxia. Retraining has been offered to the doctor. Nevertheless, such condition is of a transient nature based on our previous experience and should resolve with no sequelae.